Event description:
Baby's d-sticks previously stable. Hypoglycemic noted on date of incident. Bolus of dextrose given and leaking was noted at the hub/extension port. Leaking of IV fluid led of hypoglycemia in baby with need for bolusing of detrose. Baby weighed 661 grams.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: component failure, y-piece connector. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.